Event description:
Pt's family member reported that the unit leaked and resulted in frostbite and/or an infection to leg. Pad #t5010ns worn for 1 week after 3 day post-op eval without unwrapping for frequent checks of post-op site. Pt was given antibiotics.